Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper case lens was broken and that the cable had cosmetic damage. The head was being sent on for repair and restocking. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as a trade-in subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.